Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited a burn in the distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the use of a high-frequency device without maintaining sufficient distance from the tip, caused the reportable issue found during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.